Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display problem isolated to the electronic assembly. Unable to verify failed battery alarm and pump error due to blank display noted. Insulin pump battery cap function properly noted.

Event description:
Information received by medtronic indicated that insulin pump received software error detected alarm and failed battery alarm. Contacts on battery cap was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.